Manufacturer narrative:
Continuation of concomitant products: model: ddbb1d1, ICD; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited ventricular undersensing during a slow ventricular tachycardia (vt) event. It was noted the ventricular undersensing occurs for a specific rate of vt where ventricular sense (vs) events hide in atrial pace (ap) blanking period. Follow-up was conducted and it was verified that no reprogramming has been completed at this time. The lead remains in ue. No patient complications have been reported as a result of this event.